Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review was performed and no evidence of the alarm was discovered. Visual inspection and functional testing were performed and nothing unusual was noted. The device passed all testing successfully. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an occlusion alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.